Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the forceps could not be inserted at all due to the clogging of the forceps channel; the distal sheath bond was cracked; discoloration of the operation part; switch 4 was worn out; the suction cylinder was scraped; the scope connector was corroded; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope was experiencing a suction port catch. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that a foreign object was found inside the forceps channel, and foreign matter was found on the scope connector cover. This report is to capture the reportable malfunction of foreign material found in the forceps channel and the scope cover noted at estimation.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and b5 corrections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.